Event description:
Dr. (B)(6) experimented on patients like me and (B)(6) and many survivors like me ended up with permanent brain damage, causing me memory issues, disabilities and deficits at a young age. Most end up encapsidated, can't lead a normal life and advocate for themselves after. That's why (B)(6) wrote the book doctors of deception in an attempt to protect others. She ended up killing herself because she couldn't function independently after and the cover ups and threats, we received stopped us from being able to speak out. They induced my first uncontrolled seizure, didn't take me to the hospital because they had to hide this. My father a psychiatrist close with dr. (B)(6) at the time, left me in the basements to sleep it off. They are experimenting on me again, underage my gyn (gynecologist) told my dad and his girlfriend psychiatrist at the time, their hormones would induce the same breast cancer my mom had at the time. The cover ups in medicine are frightening. All my gyn did was tell them if it happens again, he will report it to the medical board and legal authorities. I would like the opportunity to share the knowledge I have to speak for those who can't do so because they've been hurt, or the vulnerable population targeted, like me, underage children, and a depressed population are robbed of their human rights. The medical abuses in this country in psychiatry didn't stop when I was a child, I can't pursue my former career because of what my dad did to cause my autoimmune encephalitis to be one of the worst cases any neurological and my rheumatologist has seen. If we don't stop this now, there will be more suicides too, I almost elected to have assisted suicide abroad because I lost my career and ability to find a new position. My parents supported this, thankfully I have a great new psychologist who is teaching me to live independently and help me forge a new career. She's helping me escape from my parents who accused my ex husband of munchhausen by proxy. This was their projection. (B)(6). If someone can contact me as soon as possible I would appreciate it. Autoimmune encephalitis, ptsd, depression from the medical abuses and neglect psychiatric providers influenced by my father dr. (B)(6) took me out the chemo warranted ton keep my autoimmune encephalitis in remission against my doctors orders. Instead, the high dose steroids I warranted to control my condition induced psychosis. Instead of taking me to get the chemo required to keep me in remission they've dumped me in psychiatric hospitals. My doctor explained, that's why you sustained permanent brain damage from the life-threatening flare up. Your father pulling you from chemo is why we couldn't keep you in remission. I am petrified of my parents, they come from (B)(6), during apartheid anyone who was african american, had a psychiatric diagnosis, or brain damage (they refer to as punch drunk) were considered fair game for doctors to experiment on. I really need to connect to protect myself and others. I do not wish to share this information. I've provided more than enough and as I've been abused my entire life by the medical system as my psychologist said, I'm not obligated to share anything I don't want.